Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the device indicated that both cuffs captured their respective needles. Based on the analysis of the returned device, the reported cuff miss could not be confirmed and a definitive cause could not be identified. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide, with a 6fr sheath, after an unspecified procedure. Reportedly, a needle-to-cuff miss occurred, as there was no suture when the needle plunger was removed. A second proglide was used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.